Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Lot number 6757731 (left): manufacturing date: (B)(6) 2013. Expiration date: (B)(6) 2018. Lot number 6816631 (right): manufacturing date: (B)(6) 2014. Expiration date: (B)(6) 2019. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent unspecified breast surgery with a 325cc mentor memorygel breast implant and experienced breast implant rupture on one of her sides. As a result, the device was explanted on (B)(6) 2022.